Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or non conformities relevant to the issue. No service activity was conducted since the device was found to be properly working. The unit is currently in use at the hospital and up to date no further complaints for this specific unit/issue have been received. Through follow-up communication livanova learned livanova learned that the heating issue was affecting the cardioplegia side and not the patient side. Based on mentioned facts, it cannot be ruled out that the heating malfunction was most likely caused by a temporary failure of the heater element of the warm cardioplegia tank. Reportability decision changed to non reportable event since the reported issue was affecting the cardioplegia side and is not likely to contribute to death or serious injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but did not find any error problem/errors on the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating properly during a procedure. The affected circuit (cardioplegia or patient circuit) is still unknown. A malfunction of the patient side can't be excluded. The device was replaced to complete the procedure. There was no report of patient injury.